Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The proglide device was used by an operator in training without the trainer present. After deployment of the suture, it did not hold onto the vessel. The electronic proglide instructions for use, states: federal law restricts this medical device to sale by or on the order of a physician (or allied healthcare professionals, authorized by or under the direction of such physicians) who is trained in diagnostic and or interventional catheterization procedures and who has been trained by an authorized representative of abbott. The reported difficulty appears to be related to the user error. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code - 2017: failure to follow steps.

Event description:
It was reported that this was a venous closure of a common femoral vein using a proglide device relative to an interventional coronary procedure with a small hole sheath. Reportedly, the proglide device was used by an operator in training without the trainer present. After deployment of the suture, it did not hold onto the vessel. Pulsatile bleeding was observed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.